Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare provider reported, a right-side deflation. The device remains implanted.

Event description:
Healthcare provider reported a right side deflation. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flow opening. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.